Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6, provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, pieces of foreign matter were found. The foreign matter is yellow in color. One tr band was returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for foreign matter in the check valve. The exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Event description:
Terumo received the following reported information: 15ml of air was injected into the tr band. The band was leaking air from the balloon. There was no noticeable damage to the device and was not manipulated in any way. The product was stored in the storage room and then stocked into the lab rooms all temperature controlled.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: tech the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: post left heart cath (lhc) right radial case, 15ml of air was put in the tr band; however, it lost air immediately. Another tr band was placed, and it kept the air. They put another tr band on, and it kept the air. The patient was stable. It was suspected that the air was leaking through the balloons. There was not any noticeable damage to the device. The blood loss was less than 250cc.